Event description:
As reported by the user facility: clinical staff, including nurses and dialysis technicians, reported that affected bloodlines accumulated excessive air during treatment, resulting in repeated air detector alarms, arterial and venous pressure abnormalities, and elevated transmembrane pressure (tmp) during the final 15-20 minutes of treatment. In several instances, dialysis machines were unable to pass required pressure tests, and alarms occurred frequently enough to require restringing of machines and, in some cases, early termination of treatments. These events caused interruptions to patient care and affected treatment on/off times.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.